Manufacturer narrative:
This report is submitted on april 16, 2019.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site and subsequently the device was explanted on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.